Manufacturer narrative:
This event has been reported by the manufacturer under MDR # 3001845648-2019-00539. Niu stent, superficial femoral artery, drug-eluting. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "6 patients in the zilver ptx group experienced stent thrombosis." Specific site location is unknown. 7 us sites are referenced in the article. However, as patient level data is not reported it is unknown if the events occurred in the us or at which us site.